Manufacturer narrative:
(B)(4). The device has been received but not yet evaluated. When additional information is received a supplemental report will be submitted.

Event description:
During a stand alone vats maze procedure, the orange "rip cord" would not come out to initiate deployment. The case was momentarily delayed while the doctor used a grasper to yank the rip cord out to deploy clip. The patient outcome was not affected.

Manufacturer narrative:
(B)(4). The device was returned for evaluation and visually and functionally tested pursuant to qrf-0271.e. The complaint could not be confirmed, as the clip had been deployed. There were no visible defects found in the cable or cable path. There were indentations on the proximal end of the handle halves where the tab exits the handle, indicating that the tab had been pulled in an upward direction instead of straight out, which would have increased the resistance felt by the surgeon. Follow-up with the rep revealed that the universal breakage did not take place during the case, but likely on the return shipment to atricure.